Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50 serial #: (B)(4) description:infinion 1x16 perc lead kit-50cm

Event description:
A report was received that he patient was experiencing inadequate stimulation. It was noted that the contacts were out. The patient will undergo a revision procedure. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the clik anchor, leads and splitters were replaced. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit(30cm) model #: sc-4316 lot #: 18505442 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that he patient was experiencing inadequate stimulation. It was noted that the contacts were out. The patient will undergo a revision procedure. Device malfunction was suspected.